Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the power supply was faulty, and the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the power supply was faulty, and the device was not turning on. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 indicating that the power supply is faulty, and the device will not power on. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).